Event description:
Two implant were placed on 2/9/92 (sustain 4.7x8 #14 and 4x10 #9). Pt has a habit of chewing on toothpicks and developed an abcesses around both implants. Part of a toothpick was found around #9. One implant was removed on 1/9/95.